Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ola) was informed that during inspection/preparation for use of a transurethral resection procedure, the customer high frequency electrosurgical generator unit was ¿turned on and immediately threw error e433, the equipment could not be operated and restarts only automatically.¿ the procedure was completed with another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being updated to provide investigation findings. Since the subject device was not returned to olympus for evaluation, this investigation is based solely on the information and pictures provided by the customer. The product was sold on june 23, 2017. Analysis: the occurrence of error message e433 was reported. However, since the product was not returned, a quality inspection could not be carried out. Cause: error e433 is triggered by the security system of the esg-400. It results in a restart of the generator. If the cause of the error persists, it may result in unlimited periodic rebooting of the device. Possible causes: 1. The user activates the footswitch while the generator is booting (temporary, cause: user error). 2. A defective foot switch (temporary error). This case has been addressed by CAPA 147p-017, which was implemented on march 30, 2015. 3. Defective foot switch (temporary error, cause: defective reed contact). 4. Defective cable connection between the hvps-board and the generator-board (temporary or permanent error). 5. Defective generator-board (permanent error). 6. Defective hvps-board (permanent error). 7. Defective motherboard (adc, permanent error). 8. Defective relay-board (permanent error). Risk analysis: error e433: the risk to patients, users, and /or third parties associated with the reported issue was evaluated as alra (as low as reasonably achievable). Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Device history record (DHR)-review: a manufacturing and quality control review was performed for this device. There is no non-conformance associated with this device with respect to the described issue(s). The DHR review showed, that the device was manufactured according to valid instructions and met all specifications. The definitive cause of the user's experience cannot be conclusively determined.